Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely tortuous, and calcified lesion exhibiting 96% stenosis located in the distal left anterior descending (lad) artery. Negative prep was performed without issue. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.

Manufacturer narrative:
A non-medtronic stent was returned for evaluation. It was subsequently reported that the non-medtronic stent is the correct device for the event, and the event was reported for the resolute integrity stent in error. If information is provided in the future, a supplemental report will be issued.